Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated patient's right knee was revised due to aseptic loosening of the tibial component. The patient has experienced pain for over year and the tibia had subsided. The doctor has expressed concern with the fixation of the attune tibia due to multiple revisions he had done. Loosening occurred from cement to implant interface. Cement manufacturer is competitor. Doi: (B)(6) 2016; dor: (B)(6) 2017; right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
H6 patient code: no code available (3191) used to capture the surgical intervention and medical device removal. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
(B)(6) 2017: the patient underwent a revision of right knee for pain tibial tray loosening. Intraoperatively, the surgeon found tibial tray loose at implant-cement interface and notes tibial subsidence. The patella and femoral components were left intact. The insert and tibial tray was replaced with depuy tibial revision system and non-depuy cement. This complaint captures this event. Doi: (B)(6) 2015. Doi: (B)(6) 2016 (insert). Dor:(B)(6)2017 (right knee).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.